Event description:
It was reported by the customer: "there were no injuries. Nurse was moving maxi move and dps bar fell off of the max move. When on-site the carry bar was able to come off machine very easily, did not need to push to release." Ref # MFR 9611530-2014-00031.